Manufacturer narrative:
(B)(4) was issued regarding revised decontamination procedures for heater and heater cooler systems from maquet. The fsa was then put on hold. A new fsca will be issued as soon as the new disinfection procedure is validated. A supplemental medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hcu20 tested positive for mycobacterium gordonae. No patient involvement. (B)(4).